Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm intermittently occurred. Customer was unable to clear the alarm and reverted to manual injections for insulin therapy. Additionally, it was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. Customer¿s blood glucose level ranged from 70-329 mg/dl.